Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1226, competitor implantable pacing lead, (B)(6) 1994. (B)(4).

Event description:
It was reported that there was a lead warning for the right atrial (ra) lead due to low impedance. Also the bipolar sensing was getting only 0.25-0.35 millivolts. The ra lead had a suspected insulation issue. The ra lead was going to continue to be monitored and remains in use. No patient complications have been reported as a result of this event.